Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the endotracheal tube's pilot balloon did not allow the cuff to be inflated during the procedure. Air could not be injected into the cuff. There was no known patient impact reported.